Manufacturer narrative:
The specific patient demographics such as age, weigh, ethnicity, etc has not been provided by the reporter. Additionally, no other adverse outcome regarding the patient has been reported. Infection is a know risk of implantation with tissue expanders and it is documented in the motiva flora tissue expander directions for use (doc-037, revision 6), as follows: "infection: infection can occur with any surgery or implanted device. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an expander present are harder to treat than infections in tissue without any. If an infection does not respond to antibiotics, the expander may have to be removed and another device may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after breast implant surgery. This is a life-threatening condition and its symptoms include: sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. Any other applicable findings will be included in a supplemental medwatch.

Event description:
Surgeon reported that the motiva flora tissue expander was explanted before the scheduled time due to infection. At the time of this report, there was no additional information available regarding the patient's condition.

Manufacturer narrative:
The specific patient demographics such as age, weigh, ethnicuty, etc has not been provided by the reporter. Additionally, no other adverse outcome regarding the patient has been reported. Infection is a know risk of implantation with tissue expanders and it is documented in the motiva flora tissue expander directions for use (B)(4), revision 6),as follows: "infection: infection can occur with any surgery or implanted device. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an expander present are harder to treat than infections in tissue without any. If an infection does not respond to antibiotics, the expander may have to be removed and another device may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after breast implant surgery. This is a life-threatening condition and its symptoms include: sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms." In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. After analyzing the evidence received, the alleged infection was not confirmed due to a lack of clinical evidence.